Manufacturer narrative:
A field service engineer (fse) was dispatched to the site to perform additional troubleshooting. Physical damage to the psm2 was identified. The fse replaced psm2 and verified the system was working properly following the replacement. Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the evaluation. Failure analysis investigation confirmed the reported complaint via a visual inspection. The insertion was detached between link four and five. The rear linear bearings will be replaced as a fix. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or video clip for the reported event was submitted for review. Per the technical support engineer who fielded the customer's call, there were no applicable logs related to the event. This complaint is being classified as a reportable event due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm1) had broken. The customer moved usm1 out of the way and continued with the procedure with usm4 in place. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that after docking and preparing to insert the camera, the arm snapped in two.